Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead has increased thresholds from 0.5v to 4.0v@0.5, and impedances over 2000 ohms. Very fine noise on ra channel with isometrics but not over sensed by device. Reprogrammed to vvi 40 from dod. Considering if should program atrial discriminators off, because appears to be sensing ok. Discussed physician discretion. If sensing ok, would still make appropriate decision, if noise is lead related and became larger amplitude and over sensed, then may lead to inappropriate therapy decision. Hcp to consider what to do with discriminators. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).